Manufacturer narrative:
(B)(4) date sent: 5/18/2026 d4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a mini-bypass surgery, an endoscopic clip ¿ er320 was opened for the surgeon. When the surgeon pressed the handle, it was harder to press than usual and the clip did not close properly. The surgeon asked for a new clip to be opened for him and he said it did not work properly either. The shot was hard and then got stuck, he was unable to open the shot handle, the handle got stuck with the clip inside the patient's abdomen. The surgeon used another external device to open the clip and remove the er320 from the patient's abdomen. The patient was not harmed and the surgery continued, with clips from another company. There was no agent present in the room.